Manufacturer narrative:
(B)(4). The clear insulation was damaged. The device failed hipot testing. See scanned page.

Event description:
The customer reported that the jaw would not open while not on patient tissue. There was no injury to the patient. The device was returned to covidien and visual inspection discovered that the clear insulation was damaged.